Event description:
During service by baxter tech, the device was found to have failure code 703 in the event history. Customer reported there were no pt injuries or med intervention associated with this report.